Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any lot specific quality issue from this lot. All available information was investigated and the reported failure to adhere or bond, poor image resolution and difficult to remove appears to be due to challenging patient morphology/pathology (anterior prolapse and rotated heart). However, a definitive cause for the reported difficult to open or close (gripper actuation) could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue and difficult clip removal. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). Imaging was challenging throughout the procedure due to the rotated heart. The steerable guide catheter (sgc) and clip delivery system (cds) were advanced to the mitral valve. During grasping the grippers would not raise or lower. It was not possible to retract to the atrium because both leaflets were caught against the grippers, so it was decided to grasp and deploy the clip. Two clips were implanted and mr was reduced to grade 2. There was no reported adverse patient effect or a clinically significant delay during the procedure. No additional information was provided.